Event description:
Healthcare professional reported left side "increase in consistency in the breast, painful. Ultrasound showed implant with lobed contours confirming findings suggestive of capsular contracture" baker grade IV, "benign-looking calcium" and "inframammary folds" diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date provided as "may/june 2025" a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.